Event description:
According to the reporter, intra-operatively in a laparoscopic surgery, the device had a broken component, they attempt to fire the load of the clamps, but there was a strong noise and the stapler's trap was molded. It did not work any more, not even with another load. They opened another device to complete the case and resolve the issue. The patient was alive with no injury.